Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. Evaluation summary: a male patient reported an unspecified problem with his humapen luxura device. He experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient assistance program (psp), concerned a (B)(6) male patient of han ethnicity. Medical history and concomitant medications were not mentioned. The patient received insulin lispro protamine suspension 25%/insulin lispro 75% (rdna origin) (humalog mix 25) from cartridge via humapen luxura (burgundy). In (B)(6) 2017, while on therapy, he was hospitalized in four hospital due to high blood glucose (no values, units and reference ranges were given). No further details of hospitalization were given. He had unspecified malfunction with luxura pen ((B)(4), lot no unknown). Information regarding corrective treatment and outcome of the event was not given. Insulin lispro protamine suspension 25%/insulin lispro 75% therapy was continued. The user of the humapen luxura was patient and his training status was not provided. The device model duration of use and suspect device duration of use was not reported. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not know if event was related to insulin lispro protamine suspension 25%/insulin lispro 75% therapy. The reporting consumer did not provide relatedness assessment of event with humapen luxura. Edit 30-nov-2017: upon review, humapen luxura was added as suspect device on the basis of updated (B)(4). Also, determined causality was corrected of high blood glucose as no. No other change has been performed. Update 07dec2017: updated medwatch fields for expedited device reporting. No new information added. Edit 07-dec-2017: upon review of initial information, the EU/ca device fields were completed and line listing comment was added. Update 14dec2017: additional information received on 14dec2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch /european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4) associated with an unknown lot of a humapen luxura (burgundy) device. Updated the expiry of the insulin lispro protamine suspension 25%/insulin lispro 75%c to oct2019. Corresponding fields and narrative updated accordingly.